Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens had two full thickness and central cracks. The iol was explanted during initial procedure. Additional information has been requested. This report is associated with multiple complaints. This file is 1 of 2.